Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's lead had two contacts in c and d that were out as it was tested in the patient's newly replaced ipg. As the lead was troubleshot and tested in the ipg again, high impedances were still noted. When the lead was pulled, it could not be taken out anymore. The physician suspected malfunction with the new battery like an internal screw was maybe locked or out. The physician opted to leave the lead like that and advised to have a lead removal or doing a full revision.